Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to search the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product info. It was noted, the product was implanted for approx fifteen yrs prior to revision. Based on the performed investigation, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Surgical procedure was performed to resurface the pt's patella. Poly wear of the insert was discovered.